Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user has recently switched to wafer (B)(4) skin barrier - 1/2" from (B)(4) skin barrier - 3/4". The end user was advised to apply (B)(4) powder and barrier wipe to crust area. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reported a non-itching non-burning redness all around stoma under mass only. Has had redness for about six weeks.